Event description:
Since the initiation of cpoe mechanized automation systems to order blood tests, the incidence of "no draws", resulting in delays in diagnosis and therapy has increased. Reconciliation mechanisms do not exist to assure that 100% of the blood, urine, and other tests that were ordered were completed or addressed. The phlebotomists depend on computerized label makers as the trigger and notification to draw blood and obtain specimen. There are other notifications that blood tests are needed depending on the time of day. There are several opportunities in this complex computer ordered and cpoe dependent workflow for errors to be facilitated, including the failure of the interface between cpoe and the label maker. Unexecuted orders frequently remain on the cpoe screen for days without notification of open orders. Delays in diagnosis and therapy result from this defect in the ordering systems. Critical diagnosis was delayed for 48 hours in this pt with abnormal liver tests and multi system failure. When it came to attention by serendipity that there were not any results for the tests that were ordered, an attempt was made using the cpoe to generate a computerized label and requisition. The systems failed to accomplish this. The requisition was written by long hand on paper. The ancillary staff involved with this become exasperated since it has been an ongoing problem that has not been fixed.